Manufacturer narrative:
D10 ¿ product received on: 23may2019 investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, documentation, and specifications of the device, as well as a visual inspection, dimensional verification, and functional test, were conducted during the investigation. The complaint device was returned used and undamaged. A pull test was performed on the catheter and it did not separate from the hub. A leak test was performed and leaking at the hub was noted. All relevant dimensions were measured to be within specification, so the device cannot be confirmed to have been manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for lot number 9374684. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the information provided, inspection of returned product and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was inserted in an unknown patient during a percutaneous transhepatic biliary drainage (ptbd) procedure. As reported: "there was no air pressure within the catheter and the air was leaking from the catheter hub. They have the procedure again with a new product." It was further reported that air was leaking from the "hub lever part." The procedure was completed with an unknown similar product successfully. No other adverse effects were reported for this incident.